Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. The customer also received a battery out limit alarm. Customer's blood glucose level at the time 183mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No stuck button, ramping numbers on their own or scrolling bar moving anomaly noted. Battery was inserted multiple times and all operating currents were within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.